Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent, a suprarenal aortic extension, and two limb stent grafts. A follow up computed tomography (CT) showed a type 3a endoleak with component separation of the limbs. On (B)(6) 2017 the physician elected to implant an additional limb stent and an ovation iliac limb to resolve the endoleaks. An updated patient status has not been reported to endologix. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The device remains implanted in the patient, therefore, the device was not returned and sample evaluation was not completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. A clinical assessment was completed based on adequate patient medical records, and adequate patient images. At the completion of the clinical evaluation, endoleak type 3a with complete separation of the left limb extension from the main body, and secondary repair with placement of an endologix limb extension bridge stent and additional ovation limb were confirmed. Additionally there was evidence to reasonably support aaa sac growth of 6mm, and left common iliac artery aneurysm growth of 5mm. Clinical assessment found evidence to reasonably suggest the following contributing factors to the reported event; off label use, acceptable but shorter overlap length with the main body and large left common iliac artery diameter. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events: sizing guidance and instructions were updated in the IFU and released on 06/17/2015; field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: remove product problem.